Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, a pt was unhappy with her vision. She reported having waxy vision and that she "can't see well." The lens was exchanged for a different model iol nine days following the initial implant procedure. Additional info has been requested.